Event description:
It was reported that two days after insertion of the iab, the pump experienced helium leak alarms. Also, blood was noted in the helium tubing. Because of this, the iab was removed. A replacement iab was not indicated. There were no associated pt complications.